Event description:
It was reported that the patient's ambicor penile prosthesis cylinder of the e-side prosthesis was difficult to deflate, configuring defect of the prosthesis. The patient was expected to have the device replaced. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b1, b2, d7, h1, h6.

Event description:
It was reported that the patient's ambicor penile prosthesis cylinder of the e-side prosthesis was difficult to deflate, configuring defect of the prosthesis. The patient was expected to have the device replaced. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the right cylinder featured a bubble. The ambicor was removed and replaced with a new 18 cm x 15.5 mm ambicor.